Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged at post-implant follow up. A revision procedure was subsequently performed and the lead repositioned successfully without consequence to the patient. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.